Manufacturer narrative:
The device was not returned for investigation. A review of the lot history record was performed. A review of the lot history record was performed. The device met all specifications. No conclusion can be made.

Event description:
A clinical incident involving a perc dlr wand was reported to arthrocare corp. Following a disc decompression procedure, the patient complained of pain on left side of back after removing a tv armour. Patient was prescribed medication, aleve and neurontin. At a second follow up visit, patient reported later of numbness in left leg as well as numbness in buttock, and anterior foot and was prescribed neurontin. At a third follow up visit, patient returned with complaint of tingling in left leg, buttocks, and foot and was prescribed neurontin. At a fourth follow up visit, patient reported right leg numbness, posterior thigh, and mid lateral calf and prescribed neurontin. At fifth follow up visit, patient reported right leg pain, posterior thigh, and mid lateral calf and prescribed aleve. On sixth follow up visit, patient reported tingling in right leg, posterior thigh, and mid lateral calf and prescribed neurontin.